Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, a definitive cause for the reported unintended movement (dc shaft positioning) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The clip remains in the patient. The clip delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are being filed under a separate medwatch reports. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for irregular movement of the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and the clip delivery system (cds) were advanced into the anatomy. While inserting the cds into the guide and once it reached to the tip of the guide, instead of the clip being perpendicular to the valve it was parallel. The handle was then rotated more than 90 degrees, approximately 180 degrees. It was then noted the sgc was unable to maintain its fluid column. Aspiration was attempted, however unsuccessful. It was noted that the air never entered the patient anatomy. The undeployed clip and the sgc were removed. A mitraclip (cds0601-ntr 90719u235) was advanced, however the same issue occurred with the clip positioned parallel instead of perpendicular to the valve. The handle was then rotated more than 90 degrees, approximately 180 degrees. The clip was successfully implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.